Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:environmental testing conditions.

Event description:
Consumer reported complaint via email for high control solution test results and test strips giving error codes. The customer is concerned with control test results from results obtained of 66 mg/d out of the range 25mg/dl55mg/dll. The customer feels well and did not report any symptoms. The test strip lot manufacturer's expiration date is 06/30/2017. Manufacturer contacted customer that states the ranges on the patients true metrix pro meters were different when compared to two others brands meter. Customer states that run both levels of the control solution test and were out of the ranges.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer did not return the control solution; unable to confirm complaint. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint via email for high control solution test results and test strips giving error codes. The customer is concerned with control test results from results obtained of 66 mg/d out of the range 25mg/dl55mg/dll. The customer feels well and did not report any symptoms. The test strip lot manufacturer's expiration date is 06/30/2017. Manufacturer contacted customer that states the ranges on the patients true metrix pro meters were different when compared to two others brands meter.customer states that run both levels of the control solution test and were out of the ranges.